Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer could not be turned on. This problem was caused by electrical overstress. Moreover, the programmer had deep scratches and the touchscreen was preventively exchanged. The programmer was repaired and the problem was resolved. The device manufacture date for this product is february 21, 2012.

Event description:
Boston scientific received information that the programmer made a loud pop sound. The programmer was turned off and a smoke smell was noticed. The programmer was turned back on but the screen was blank and still a burnt smell was present. This programmer will be returned. No adverse patient effects were reported.